Event description:
Device 2 of 3 (see MFR report # 1627487-2010-02973 and 1627487-2010-02975 for devices 1 and 3.) The pt rec'd her scs system on (B)(6) 2010 which included an ipg, surgical lead and lead extension. On (B)(6) 2010, it was reported that her leads migrated. The pt went to the ER on (B)(6) 2010 with drainage coming from the ipg and lead incision sites. It was reported that before going to the ER, the pt had a sudden loss of stimulation that had not been able to be recaptured through reprogramming. The entire scs system was explanted on (B)(6) 2010 and the pt was treated with IV antibiotics. The explanted devices were returned to the MFR for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Extension failed continuity and stress testing at channel 3. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.